Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, inflammation/irritation.

Event description:
Patient reported "swelling, pain, discomfort, red and warm to touch, "capsular disruption", implant migration, possible rupture and unilateral exchange from a textured to smooth breast implant due to concern with the product". This record is for the right side. Device remains implanted and it is unknown if it will be returned. Patient was prescribed antibiotics.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, migration, inflammation/irritation and rupture was received on april 08, 2026, with lot number 2826365. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. ¿ migration: unable to observe through visual inspection as it is a physiological phenomenon. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "swelling, pain, discomfort, red and warm to touch, "capsular disruption", implant migration, possible rupture and unilateral exchange from a textured to smooth breast implant due to concern with the product". Later healthcare professional reported "silicone implant ruptured". Later healthcare professional reported "capsular contracture baker grade 3". This record is for the right side. Device was explanted. Patient was prescribed antibiotics.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally reported was capsular contracture, baker grade iii.